Event description:
It was reported that during ablation around the right pulmonary vein (rpv), the impedance rose gradually repeatedly times. The catheter was removed from the sheath, and char was observed. Saline solution was flushed through the catheter with a cool flow pump and the tip holes were found working properly. The catheter was used again after char was removed and the issue recurred. The customer considered that the flow was not enough because thrombi might cause occlusion inside the catheter. The catheter was changed second time but the issue was not resolved. The procedure was completed with no patient consequences. After follow up with the customer regarding the details of the event, the char size on the catheter could not be confirmed, therefore, it was decided to report this event.

Manufacturer narrative:
(B)(4). It was reported that the impedance rose gradually during ablation of rpv. The physician found a char after the catheter was removed from a sheath. Saline was flushed through the catheter by a cool flow pump on the possibility of congestion of irrigation holes, but there was no problem with 6 holes. The catheter was used again after removing the char, but the issue recurred. It was considered that the flow was not enough because thrombi might be congested inside the catheter. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical, temperature and generator functionality and it passed, in addition flow test was performed and it also passed. The customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Manufacturer reference #: (B)(4).